Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Reporting source: user facility report form mw5085674. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via user facility form from the food and drug administration (FDA) reporting the following: during transport of a patient, a 980 ventilator "stopped working, with nothing on the display." The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no harm or injury.